Event description:
It was reported that during a pph procedure, there was an incomplete staple line. There may have ben torn tissue but the surgeon overstitched by hand. Pt consequence unk.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.